Event description:
Boston scientific rec'd info that this lead had dislodged and was found to be pacing the pt's ventricle. This was confirmed via x-ray. A lead revision procedure was performed during which the lead was explanted. A new lead was not implanted as the pt was in atrial fibrillation. The atrial port was plugged. No add'l adverse pt effects were reported.